Event description:
Update was received that the generator was replaced. Tablet data was also provided for review. The suspect generator has not been received to date.

Event description:
The generator was returned and received for analysis. Device evaluation was completed.

Event description:
Additional vns parameters before and after the generator reset were provided. The patient was also sent over for consult for surgery. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that a low output current warning was seen when interrogating the generator. The patient had recently been experiencing a minor increase in seizures. A generator reset was performed and following the reset a low impedance was observed. It was suspected the generator may likely be experiencing a reed switch issue. No other relevant information has been received to date.